Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage was noted on a 2.5x24mm promus element stent. The stent was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage was noted on a 2.5x24mm promus element stent. The stent was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The struts at the distal end of the stent were severely twisted and raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Tip damage was also observed, the device tip had dried blood adhering to it when it returned. A visual examination identified solidified blood within the inflation lumen. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).